Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they are receiving beeping noise along with watchdog time out alarm. The customer states they woke up with high blood glucose level of 572mg/dl. The customer states they changed their set. The customer's blood glucose level at the time of incident was 434mg/dl. The customer states they treated the highs with the pump. Troubleshoot was conducted. The customer was advised to remove the battery and allow pump to be without batter for two hours. The customer was advised to reinsert battery and monitor the device. The customer was advised to call back if issues persist.